Event description:
It was reported that the pt underwent a sling procedure in 2004. Post operatively the pt is continent. Pt is tender and has drainage. On follow up a culture was performed and was negative. Pt returned to the operating room and a small loop of mesh at the mid urethra was removed. The pt returned for a follow up visit and complained of more draining and pain. The pt is being referred to another physician.